Event description:
Report received of an independent initiation of infusion on line c. The pump was programmed to deliver normal saline on line a at an unspecified rate. Line b was programmed to deliver an unspecified concentration of levophed at 2mcg/kg/minute. Line c was programmed to deliver an unspecified concentration of nitroglycerin at an unspecified rate; however, the therapy on line c was not initiated with lines a and b. After an unspecified length of time, it was reported that nurse responded to an alarm that indicated the pt's blood pressure was decreasing. Reportedly the nurse titrated the levophed up to a dose of 14mcg/kg/minute to treat the pt's hypotension. At this time, the nurse noted that line c was infusing nitroglycerin, but did not recall initiating the infusion. The nitroglycerin infusion was stopped and the pt's blood pressure responded to "acceptable levels." The pump was removed from clinical service and therapy was resumed using a replacement pump. There were no reported adverse pt sequelae. The customer stated that no cellular phone use was reported at the time of the event. Though requested, no additional info was provided.